Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from osp there was the possibility that the reported phenomenon was attributed to the failure of the printed circuit board due to the aging deterioration of the components on the printed circuit board by repeatedly long-term use because more than five years passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the image of the subject device was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus singapore pte. Ltd. (Osp) checked the subject device and it was found that the reported phenomenon was duplicated due to the failure of printed circuit board.